Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q12 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor would not power on.